Event description:
It was reported that the device consistently alarmed air-in-line although pump ran with no errors. Ran pump four times while also checking flow and pressure rates but no issues were found. Although requested, additional information was not provided.

Manufacturer narrative:
Cancel -primary tubing changed from suspect to concomitant.

Manufacturer narrative:
Upon further assessment by clinical customer advocacy, it was determined that the customer's report is not reportable.

Event description:
It was reported that the device consistently alarmed air-in-line although pump ran with no errors. Ran pump four times while also checking flow and pressure rates but no issues were found. Although requested, additional information was not provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device consistently alarmed air-in-line although pump ran with no errors. Ran pump four times while also checking flow and pressure rates but no issues were found. Although requested, additional information was not provided.